Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a dirty collet and bent tip clamp in the reported problem area of the pipettor assembly. Two new llc contact springs and one each tip clamp plunger clamp and tip clamp sleeve were replaced. The instrument was tested without further problem and returned to service.